Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system did not start, and the countdown got stuck at 00:00. The user performed a restart of the device, but the issue persisted. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision computer, hard disks, and reinstalled the software which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files confirmed a malfunction with the flexvision pc. A philips field service engineer (fse) inspected the system onsite and replaced flexvision pc due to faulty power supply.the system hard drive was also replaced, and the operating system and application software were reinstalled. The defective flexvision pc was returned for analysis and the part analysis could not identify any malfunction with the flexvision pc. However, after replacing the flexvision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.